Manufacturer narrative:
Natus medical factory service and qa performed the observations and evaluations on on december 4th , 2017. Per factory services investigations , confirmed complaint that this unit has issues. Unit was opened up and it was found/verified that the 600167 green illuminated power switch was replaced with a third party switch. Furthermore, the replacement switch only has two pins compared to the 4 pins that the 600167 has. The white and black (ground) wires of the 001097 cable assembly that were supposed to be connected to the 600167 power switch were left hanging and not connected. Thus, the ground circuitry of the 600167 switch wasn't grounded to the unit's common ground. This may have caused the unit to malfunction that shocked the customer. To fix this issue, the new 600167 green illuminated switch needs to be installed correctly with the new 001097 cable assembly. Power supply and all pcbs also need to be replaced as the active components of the pcbs may have been damaged /affected by the large current draw resulting from the incorrect part and installation of the power switch. Note: unit wasn't powered up for safety purposes as it allegedly shocked the customer while removing the power cord. Also, no burn marks were observed. The power cord is working fine now. The findings with pictures were forwarded to the customer, to inform of the non-natus parts, and incorrect assembling of the medical device. Unit has since been scrapped, no further investigations required.

Event description:
On (B)(6) 2017, the customer reported to natus that their user was shocked when attempting to unplug neoblue 3 device from outlet. The customer stated that the on/off switch of the device was broken, and their staff attempted to use the device. Seeing that the unit did not turn on, and sparks were coming from the outlet, the staff member then attempted to unplug the unit from the wall, and received a shock. The staff member was then taken to ER, and remains in good health. The customer noted that the on/off switch was not purchased from natus, but from a different vendor, and the unit was working fine for about a year before it broke down. The customer confirmed there was a serious injury no death, delay in treatment, or environmental/safety concerns.